Event description:
G2 ivc (inferior vena cava) filter placed in 2009 found to be fractured, with half of one leg retained locally. Filter nearly sideways in ivc (inferior vena cava). Never manipulated. Removed with forceps, fragment remained embedded in ivc (inferior vena cava) wall and could not be removed.